Event description:
A paratrend 7+ sensor was returned to diametrics medical limited from its japanese distributor - bayer medical limited. This sensor had been returned from hospital, where a crack on the pressure monitoring port on the y-connector of the sensor had been discovered. There was no report of any adverse event or patient involvement.